Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during a vancomycin infusion the pump alarmed and when the clinician attended to it, they identified that the set had ballooned up at the top of the silicone pumping segment. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.